Event description:
It was reported that non physiological noise on the ventricular channel was observed on a stored egm. It was noted that during isometric testing, impedance dropped significantly when the patient held his arms together. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.